Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterilized water leaked from the foley catheter during the pretest. Per follow-up information received from ibc on 21-dec-2021, stated that there was a crack observed on the shaft near funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterilized water leaked from the foley catheter during the pretest. Per follow-up information received from ibc on 21-dec-2021, stated that there was a crack observed on the shaft near funnel.